Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pulmonary bioprosthetic valved conduit was implanted in an eleven month old patient. 20 years 1 month post implant, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to calcification. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.